Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Age or date of birth: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. In the photo observed two devices, one device appears to be intact with red particles in the surface of the shell and the other device have a opening in the posterior side. Both devices don¿t have labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided.